Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: snaking of the connecting tube. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord and plastic distal end cover had foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the plastic distal end cover and universal cord. There was no patient involvement.

Event description:
No additional information received.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed since the reprocessing was not conducted properly due to the air/water nozzle was clogged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.